Manufacturer narrative:
Device in wrong position : the cause of the positioning issue was unable to be determined due to insufficient clinical details. Cardiac arrest : the root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Additional event information states that the pump was successfully repositioned under fluoroscopic guidance in the cath lab; however, it was later explanted and could not be saved.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
An impella cp was placed via the femoral artery to support the 49-year-old male patient who had been admitted in with acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient's underlying medical history is unknown. The cp support was ongoing when there was an echocardiogram performed to image for the pump position and it was seen to be malpositioned at the mitral valve apparatus. The bedside intensive care unit (ICU) repositioning failed, cardiopulmonary resuscitation (CPR) was performed, and the patient was returned to the cardiac catheterization lab for repositioning. The pump remains on for support, and no valve damage was reported.

Manufacturer narrative:
Additional information: unfortunately, the pump was explanted and not able to be saved. The pump was successfully repositioned with fluoroscopy guidance in the cardiac catheterization laboratory (cath lab).